Event description:
It was reported that the device powered off when the main cables were disconnected from power during a cardiac arrest. The device was being used on a patient, a (B)(6) female, who was in cardiac arrest in the emergency department (ed) with a non-shockable rhythm. The involved patient died. The resuscitation officer at the customer site did not believe that the device behavior impacted patient outcome as the patient had a prolonged cardiac arrest and had a non-shockable rhythm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device powered off when the main cables were disconnected from power during a cardiac arrest.